Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that upon boot up of the new navigation system, the mobile view station (mvs) displayed, imaging navigation disabled - application requires valid geometry calibration file." The navigation system was swapped for another one for the case. The site did not attempt to reboot prior to this. There was no patient present when this issue was identified.